Event description:
New information received notes programming changes were made. The patient was stable throughout.

Event description:
New information received notes a re-occurrence of post paced t wave oversensing was observed 30 july, 2021. Additional programming changes were made. The patient was stable.

Event description:
New information received notes a re-occurrence of post paced t wave oversensing was observed on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. The patient was stable.